Event description:
The device reset the outputs on all three leads. It was reported that the patient presented to the clinic with twitching due to increased outputs, and customer felt device had reset it self. Outputs were reprogrammed and later the patient returned to the clinic with further twitching and outputs again found to have reset. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.